Event description:
Woke up saturday morning, (B)(6), nauseated and began vomiting; believed it was flu. I am a type 1 diabetic in very good control without complications. Six hrs. Later, after not being able to hydrate myself and continuing to go downhill symptom-wise, I called my husband who was out-of-town at my sons' basketball, game to take to hospital. We waited 2 hours in the ER and after taking my temperature, was diagnosed with dka (diabetic ketoacidosis). I never had this before and wondered how I got it. Discovered bent cannula after removing my pump set mmt-399. I believed, at first, that the insulin was bad because I had no alarms sounding on my pump and the day before my pump had alarmed me of "no delivery" alarms. My husband helped alert me to the bent cannula in the hospital on or about (B)(6) when I was stressing through the paperwork process required by the hospital to acquire assistance from the hospital to pay my out-of-pocket expenses for my 2 day stay. Minimed medtronic should cover these expenses for me including my time missed from work and the extra use of diabetic supplies and my lawyer who is going to help me receive recompense. I also want minimed to start manufacturing the pump set (mmt-325 paradigm sof-set micro qr) they discontinued that I had used for 15 years without serious incidents like this. I have had 3-4 bent cannulas since this hospitalization from the same set of lot35032856 of (mmt-399's quick-et paradigm). One on (B)(6). This should not be. I have had prolonged highs because of this due to the fact that I was away at work or was sleeping through a normal night's rest with no alarms from pump warning that there was no delivery of insulin which you cannot visually see unless set is removed from the body. My blood sugar is supposed to be between 80 and 130. On (B)(6), 2014, in ER, it was at least 500 (I don't recall the exact reading because of the trauma my body was undergoing). The ER dr even told me that most people look at him when conversing with him. But I just could not keep my eyes open and did not hear or comprehend everything spoken to me - glad my husband was by my side the whole time. This could have killed me - in fact, it has killed many because of product defectiveness whether it be the pump itself or the pump supplies used with the pump. I have used an insulin pump since 1998 and never had so many problems with it. I have always, in my adult life, taken care of this disease. Why? To prevent complications, reduce the cost of living with this disease, and to prevent ever becoming a burden on my family. This episode may have caused some damage to my body that can't be measured now, only the future will expose it. Thank you for caring. Quality of life and life itself is precious and a privilege to all who are blessed with it.